Event description:
Same case as MDR ID#: 2134265-2013-06940. (B)(4) study. It was reported that in-stent restenosis and angina occurred. On march 2013, the subject's qualifying condition as stable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was located in the mid left anterior descending (lad) with 80% stenosis and was 16 mm long with a reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and direct placement of a 2.50 x 38 mm study stent with 0% residual stenosis. Target lesion #2 was located in the distal lad with 90% stenosis and was 28 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and direct placement of a 3.00 x 20 mm study stent with 0% residual stenosis. One day post procedure the subject was discharged on dual antiplatelet therapy. On (B)(6) 2013 the subject developed angina pectoris. Cardiac catheterization was recommended. The 80% stenosis at the outflow of the study stent in mid lad and inflow of the distal study stent in dist lad was noted. The lesion was treated with the placement of a 2.75 x 30 mm promus drug eluting stent. The lesion was 30 mm long. The promus stent was deployed between the two study stents and covered both the areas with 0% residual stenosis and timi 3 flow.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the physician treated the lesion #1 with pre-dilatation and direct placement of a 3.00 x 20 mm study stent and not a 2.50 x 38 mm study stent . The physician treated the lesion#2 with pre-dilatation and direct placement of a 2.50 x 38 mm study stent and not a 3.00 x 20 mm study stent.